Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
T-handle attachment is worn. There is too much play at modular junction.

Manufacturer narrative:
A functional test with a mating component found the handle would not attach as intended. A two-year search of the complaint database found eco (B)(4) was implemented on (B)(6) 2008 for both ease of manufacturing and improved function. The date code (B)(4) indicates the instrument was manufactured in november of 2007 and is over 8 years old. The root cause appears to be a combination of design and wear out. The instrument was manufactured prior to the design change. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.